Event description:
A hemodialysis facility has reported that a visible blood leak during treatment occurred. The pt was reinfused with no reported blood loss. The pt suffered no known ill effect. A new system was strung and the treatment was completed with no further complications. There is no sample available for eval.

Manufacturer narrative:
(B)(4). The device was not returned to the MFR for physical eval. However, a paper investigation was conducted by the MFR. There were no deviations or non conformance during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.